Event description:
It was reported that the device battery had allegedly prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.